Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the muffler at the bottom of the reservoir tank of the cardiosave intra-aortic balloon pump (iabp) unit was damaged.

Manufacturer narrative:
Getinge field service engineer (fse) replaced with a new muffler and delivered to the hospital. The defective components were received for further investigation. The failure analysis and testing dept. Received muffler,1/8 npt with a reported unit failure of a damaged muffler. The fat performed a visual inspection and found the part to be physically damaged. No root cause defined. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during inspection, the muffler at the bottom of the reservoir tank of the cardiosave intra-aortic balloon pump (iabp) unit was damaged. There was no patient involved.

Manufacturer narrative:
Corrected sections: e1(reporter name & email), h6(health clinical & impact).